Event description:
It was reported that the patient presented in clinic exhibiting discomfort due to diaphragmatic stimulation from the patient's right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable.